Event description:
Per the clinic, the patient experienced an infection post-operatively. It was reported that the patient was non-compliant and the patient was taking medication to resolve the issue. The device was explanted on (B)(6), 2010. There are currently no plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4), 2011.